Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - impedance/resistance decrease: weekly pacing lead impedance trend data shows a gradual decrease for max and min ventricular pace bi impedance = 589 to 342 ohms minimum between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the lead exhibited elevated thresholds, a decrease in impedance, and a change in r-wave size measurements. The patient will be monitored, and the lead remains in use. No patient complications have been reported as a result of this event.